Event description:
It was reported the device was used during a laparoscopy. It was reported the device broke off in the pt during the procedure. The surgeon stated she was placing torque on a 5 mm instrument when the cannula broke. The rep stated the 5 mm instrument was probably a ussc grasper. There was no consequence to the pt.